Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a blood glucose reading of 33 mg/dl this morning. The customer treated his blood glucose with juice. The customer's last infusion set change was this morning, and he was not connected during the rewind or prime. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer filled the reservoir with 300 units of insulin. After priming, it was down to 158 units. The customer is wondering where all of the insulin is going. The customer stated that during the call, the reservoir lost 20 units. Advised that the insulin pump would be replaced. Later, called the customer to check on him, and he was showing signs of hypoglycemia. The paramedics were called for him, and his blood glucose reading was 47 mg/dl when they arrived. Called the customer again to f/u, and he stated he was feeling much better. Nothing further was reported.